Manufacturer narrative:
The accu-chek inform ii meters' serial numbers were as the following: meter 1: (B)(6). Meter 2: (B)(6). The test strips were requested for investigation on 02-aug-2024. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter (meter 2). At 07:30 am the patient was tested on meter 1 and the result was 145 mg/dl and was deemed to be correct. The patient was then tested on meter 2 at: 12:04 pm and the result was 433 mg/dl 12:05 pm and the result was 145 mg/dl. 12:06 pm and the result was 167 mg/dl. On (B)(6) 2024, at 12:11 pm the patient was tested on meter 2 and the result was 135 mg/dl. The patient was feeling okay when being tested for all the results. The qc for meter 1 and meter 2 was performed on the day of the event and they were acceptable.

Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem.